Event description:
It was reported that customer received a minimum fill notification while loading cartridge, despite having sufficient insulin and usable volume in cartridge. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case, cleaned pump connection area as instructed, and after initial attempt to reload same cartridge did not resolve issue, customer later loaded new cartridge on their own, which resolved issue and allowed insulin delivery to resume; no additional information was received regarding the outcome of the event.